Event description:
It was reported the unit remained on. Visual inspection of the unit revealed that the switch had been damaged by misuse, breaking retaining clips and dislodging one of the springs designed as a safety shut-off device. While the unit did not actually remain on, it would come on with very minimal pressure. We determined that this report was attributable to misuse on the part of the consumer.